Event description:
The MFR's implantable system performance registry reported a catheter dislodgement that resulted in the explant of the catheter. The dislodgement was detected by x-ray observation. The pt's symptom included increased pain. The pt recovered without sequela. The drug contained in the pt's pump was morphine sulfate (10mg/ml) delivered at 3.0 mg/day.